Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that an unknown model mitral valve was disabled via a valve-in-valve procedure after an unknown implant duration due to unknown reasons. A 29mm transcatheter valve was implanted successfully.

Event description:
It was reported that a 6900ptfx 29mm mitral valve was disabled via a valve-in-valve procedure after an implant duration of 15 years, 2 months due to unknown reasons. A 9600tfx 29mm transcatheter valve was implanted successfully.

Manufacturer narrative:
H11. Additional narrative: updated b5 per new information. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10: additional narratives: updated h6 per new information received. Based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.